Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the surgeon was waiting for pathology to confirm margins. Or team begin smelling burning and battery was smoking and smelling burning. Surgery was not delayed due to the reported event. The procedure successfully completed. No fragments were generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2022. D4: batch # 383a60. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no reload present. Brown spots were observed in the pcb area, along with what appears to be burns. The device was tested for functionality with non-draining pack/simulator, with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what caused the event reported as no battery pack was returned for analysis. The battery pack has a drain feature that drains the pack within 12 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2022. Investigation summary: the device was sent to cincinnati for additional evaluation. The primary analysis was performed in independencia. Secondary analysis was performed in cincinnati. Brown spots were observed in the pcb area, this stain is from a bromine rich material that is not present inside the battery cells. This is most likely from a disinfectant that was applied to the device. A new battery was installed, and the instrument fired and returned normally. Multiple attempts have been made to replicate this failure by shorting the instrument circuit board and battery pack drain circuit board without success. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.